Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. 25 minutes post procedure the patient experienced a drop in their blood pressure. Transthoracic echo imaging revealed that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained 250cc of fluid from the pericardial space. The patient recovered from these events and is doing well. They were discharged from the hospital 1-2 days later.